Event description:
It was reported that the patient underwent a surgical procedure to remove the pump component of this inflatable penile prosthesis (ipp) due to intermittent inflation and deflation issues. Prior to the procedure it was noted the pump ceased to function and the cylinders were inflated. The existing pump was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ams 700 pump was visually inspected, microscopically examined, and tested for leaks. No visual damage or leaks were identified. Functional testing was also performed and found the pump operated as expected. The returned pump met all product specifications. Based on the results of this investigation, the most probable cause of the reported clinical event cannot be determined as there was no problem detected.

Event description:
It was reported that the patient underwent a surgical procedure to remove the pump component of this inflatable penile prosthesis (ipp) due to intermittent inflation and deflation issues. Prior to the procedure it was noted the pump ceased to function and the cylinders were inflated. The existing pump was removed and replaced. No patient complications were reported.